Manufacturer narrative:
Concomitant medical products: fr995-27 valve, implanted: (B)(6) 2005; 310f29 valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were atrial events in the blanking period resulting ventricular safety pacing during ventricular tachycardia monitored episodes. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.